Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) exhibited a battery depletion (bd) error code. It was alleged that the battery was exhibiting premature depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The s-ICD is expected to be returned for analysis, but has not yet been received.